Manufacturer narrative:
An event of stent post coming in contact with the aortic wall was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 19mm trifecta gt valve was implanted in the patient's aortic position. After the implant ,and when closing the aorta, the stent post of the trifecta gt valve seemed to come into contact with the aortic wall. After releasing of aortic cross clamping, the surgeon touched the relevant part, then there was a high possibility of the valve in contact with the aortic wall. Therefore, the trifecta gt valve was explanted, replaced with an inspiris resilia aortic valve(manufacturer: edwards lifesciences). The surgeon attributed the issue to the procedure technique and the patient's condition. The valsalva sinuses of the patient was narrower than the surgeon expected. Also, the valve might have became closer to the aortic wall when closing the aorta. The patient was reported to be in stable condition.